Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no reported impact on the customer¿s blood glucose level. Using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery until the replacement pump arrived.